Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 6f guidezilla was introduced inside a 6f guide catheter. The 3.00 x 32 synergy ii stent was advanced but as the stent was entering the proximal edge of the guidezilla, the devices interacted and the stent was stripped off the delivery catheter. No patient complications were reported.